Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the 8709 catheter revealed a hole in the catheter body caused by deep abrasion. A deep abrasion and hole were found on the catheter body at 2cm away from the pump connector pin. The characteristics of the hole indicated that the catheter may have been rubbing against the pump causing a deep abrasion that resulted into a hole over time.

Event description:
Additional information received reported that with the patient¿s second pump, it did not give him any relief. The patient reportedly had a ruptured disk in his neck and ¿they did dye tests to see what was wrong with my neck. They put the dye in the port that puts into the spinal cord and that wouldn¿t even go past the patient¿s spinal cord injury. So the doctors wanted this third surgery¿. It was reported the health care provider was to move the catheter above the injury.

Event description:
It was reported that the pump was currently alarming and the healthcare provider (hcp) assumed the alarm was due to elective replacement indicator (eri). Telemetry had not yet been performed to confirm the alarm; however, the patient¿s pump was refilled the week prior to the report and at that appointment the eri was less than 1 month. It was later confirmed that the alarm was due to eri. The patient was being scheduled for pump replacement; however, the date was not yet determined. The patient did not experience any symptoms. The device system was used to deliver gablofen. It was later reported that the pump had been in eri since (B)(6) 2013. The patient had met with a neurosurgeon to have the pump replaced; however, the patient began talking about lack of efficacy and ¿not having certain things¿. Due to this, the neurosurgeon wanted to make sure the catheter was patent and in the right position. A catheter dye study was to be performed. It was later reported that during the pump replacement for normal battery depletion on (B)(6) 2013, a catheter fracture was noted just distal to the pump connector as evident by cerebrospinal fluid (csf) leaking from the fracture site. The existing catheter was spliced near the pump connector site and a new sutureless pump connector was added to the existing and remaining catheter. Patient outcome was reported as no injury and no adverse event. Conflicting information was also provided that the device system delivered lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10956r28, implanted: (B)(6) 2001,product type: catheter. Product ID: 8709, lot# j10956r28, implanted: (B)(6) 2001, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the cause of the event was again noted to be from the pump alarming due to eri, but the patient experienced poor therapeutic effect prior to this. The pump and catheter were noted to be the cause of the event. Normal battery depletion was noted, and it was reported that the issue with the catheter was unknown and that the catheter dye study was normal. Poor spasticity control was reported. The patient did not require hospitalization due to the event and they recovered without sequelae. It was noted the patient was experiencing ¿excellent¿ spasticity control since pump replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.